Event description:
The customer reported that the insulin pump alarmed no delivery. Customer declined to troubleshoot the recurring alarms. Customer's blood glucose was 500 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. The customer was advised that the insulin pump replacement may not solve the issues due to a lot times it's due to reservoir, sets or sites. It was mentioned that blood glucose when customer reported broken clip was 204 mg/dl and no delivery alarm was 113 mg/dl. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, prime/compromise force sensor system test and excessive no delivery test. No excessive no delivery alarm. Insulin pump received with minor scratched display window. Insulin pump received cracked case display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked belt clip slot. Insulin pump received with cracked liquid crystal display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.